Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged grinding noise and expelling black dust from the unit; woke up with black dust on her face and pounding headache. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging grinding noise and expelling black dust from the unit; woke up with black dust on her face and pounding headache and the machine blowing black foam all over in the water chamber and face related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Additional information was updated in section e1. Section h6 updated in this report.